Event description:
It was reported that during a coronary drug eluting stenting treatment procedure lesion crossing and strut difficulties were encountered. The circumflex lesion was mildly tortuous and 90% stenosed. The physician did not use ivus nor predilate the vessel. The physician was unable to cross the circumflex lesion with a taxus express2 3.0 x 24 mm drug eluting stent. The strut bent when the stent went in. The physician then dilated the vessel with an unknown size balloon. A taxus express2 3.0 x 24 mm drug eluting stent was successfully implanted. There were no reported pt complications.